Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi "results. Customer's mother states has ketone breath and threw up yesterday. Verified test strips expire 06/30/2018. Confirmed customer's test strips are being stored properly and opened vial date was not disclosed. Customer performed a back to back blood test hi and hi. Customers concern: customers meter read "hi." Ran a back to back test customer read hi on both tests. Customer believes the meter is reading accurately. Customer's mother will take her to the urgent care for medical assistance.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi "results. Customer's mother states has ketone breath and threw up yesterday. Verified test strips expire 06/30/2018. Confirmed customer's test strips are being stored properly and opened vial date was not disclosed. Customer performed a back to back blood test hi and hi. Customers concern: customers meter read "hi." Ran a back to back test customer read hi on both tests. Customer believes the meter is reading accurately. Customer's mother will take her to the urgent care for medical assistance.